Event description:
Information rec'd indicates a small leak was noted during bypass from the top of the device after approximately one hour service life. The product was replaced during the case with no pt complication reported.